Event description:
Pt had outpatient surgery on (B)(6) 2012 and was sent home with nerve block catheter with continuous ropivacaine 0.2% infusion. Pt returned to recovery room at 19:00 stating that "the bottom of one ropivacaine bottle came unscrewed". Both bottles were empty with only one bottom open. Question if pt had tampered with the product. No adverse outcomes to the pt.